Event description:
It was reported that pump battery was depleting faster than normal, requiring more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting or follow-up, and no additional information was received regarding any corrective actions or outcome of event.